Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a re-occlusion of a shunt placed one week prior. The armada 35 was used for dilatation and after inflation it was noticed that both at nominal pressure and at the rated burst pressure the balloon could not completely push the calcium into the vessel wall. Therefore, the balloon was inflated beyond the rated burst pressure to 24 atmospheres. The balloon ruptured circularly and could be removed; however, the guide wire was kept in position but the balloon and the sheath had to be removed together because the balloon could not be pulled into the sheath. A new sheath was advanced over the guide wire and a new balloon catheter was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. The difficulty removing from the sheath was not tested due to the condition of the returned device. Based on visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture appears to be due to user error. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The product label and the armada 35 instruction for use also warns: inflation in excess of the rated burst pressure may cause the balloon to rupture. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.